Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that his daughter was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 and 400 mg/dl. The customer's current blood glucose was 308 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was off the insulin pump prior to hospitalization for less than 48 hours. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.